Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the device found that the balloon showed evidence of being inflated. There was no damage noted to the shaft. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 16mm distal from the proximal markerband. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous, non-calcified front arm shunt vessel. The physician advanced a 5.0 x 40mm x 75cm mustang balloon catheter to the lesion. The balloon was inflated multiple times to approximately 22atm, the balloon ruptured on the sixth inflation. The procedure was completed with this device. No complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous, non-calcified front arm shunt vessel. The physician advanced a 5.0 x 40mm x 75cm mustang balloon catheter to the lesion. The balloon was inflated multiple times to approximately 22atm, the balloon ruptured on the sixth inflation. The procedure was completed with this device. No complications were reported and the patient status is good.